Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and no delivery alarms. Blood glucose level at the time of the incident was 28 mg/dl which was treated with juice. Customer stated that no delivery alarm cleared on its own and no set change was performed. Customer stated that drive support cap was normal and no usual event was observed. Customer was using insulin pump within 48 hours of low blood glucose incident. The insulin pump will not be returned for analysis.